Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an automatic inflation error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2. Additional information: event site postal code:450003. A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the manifold assembly (d104-00-0018) and safety disk (d997-00-0985-15). After the replacement the symptoms improved and there were no issues. Completed repair with all functional and safety tests per manufacturer specifications. The equipment was cleared for customer use.

Event description:
N/a